Manufacturer narrative:
UDI (B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional analysis of the device memory was performed to determine when therapy was programmed off and if it was intentional or a result of telemetry interference. Analysis concluded therapy was most likely turned off on (B)(4) 2017 when the first programmer (with the updated software) offered that option after it could not upgrade the device software due to the device being in eri. The second programmer (with the previous software) interrogated the device successfully and found that tachy therapy was off. There is no evidence to indicate therapy had been off since the date of the last follow-up of (B)(4) 2017.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be initially interrogated as the software in the s-ICD was an older version. A programmer with the older software version was located and the s-ICD was able to be interrogated. During the device review, it was noted that therapies had been programmed to off since the last follow up. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The s-ICD will be returned for laboratory analysis and it was requested to verify when therapy had been programmed off in the device.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be initially interrogated as the software in the s-ICD was an older version. A programmer with the older software version was located and the s-ICD was able to be interrogated. During the device review, it was noted that therapies had been programmed to off since the last follow up. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The s-ICD will be returned for laboratory analysis and it was requested to verify when therapy had been programmed off in the device.